Event description:
Medline latex foley catheter balloon was tested prior to insertion with no difficulty deflating the balloon. When attempting to deflate balloon to remove foley, balloon would not deflate. This required a urology consult for removal of the foley catheter. Dates of use: (B)(6) 2014. Reason for use: ldrp c-section.